Manufacturer narrative:
The insulin pump failed displacement test followed by a motor error alarm during rewind due to motor encoder signal out of phase. The pump was unable to verify units left in comparison to units left at test reservoir due to displacement anomaly and motor error alarms. The pump was received with cracked case at display window corners and battery tube threads. The pump was received with minor scratched display window. (B)(4).

Event description:
The customer reported via phone call indicating a motor error alarm and no delivery from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he had 29 units of insulin, took the battery out and received 30 units. The customer stated that he had a recurring no delivery alarm. The customer will be sent a replacement pump.